Event description:
After experiencing chills, diarrhea, and an episode of fainting 2 days prior, this pt presented to the emergency room with complaints of nausea, vomiting, diarrhea, severe weakness, malaise, arthralgias, global vaginal pain, redness and swelling or the oral mucosa and sore throat. Pt related that 2 days prior she had severe pelvic rash and tenderness to touch in the perineal area. At that time she notified her gynecologist, whose impression was that the pt was experiencing flu or perhaps candidiasis. The pt treated herself with over-the-counter vaginal creams for yeast infection with no improvement. At the time of examination in the ER, the pt exhibited conjuctival redness, fine rash on arms, rash and swelling of hands, perineal rash, edematous labia, vaginal burning and irritation, and generalized soreness. She has experienced mild dysuria and low back pain. Temperature = 102.6, pulse = 120, blood pressure = 121/59 (lying) and 90 systolic sitting. A poorly tolerated pelvic arm showed creamy white vaginal discharge which was cultured for streptococcus. Principal diagnosis: pelvic inflammatory disease. Secondary diagnosis: staph aureus, urinary tract infection, anemia, atelectasis left lung.